Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "medium alarm displayed: cannot start pump" was recorded in history. During analysis, the customer's stated problem was verified. The pump was inspected, and functional test was performed, the pump failed the test. Further investigation of the pump determined that a faulty air detector was the root cause of the issue. Service will replace the air detector to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air in line". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received by smiths medical that the errors occurred during testing and there was no patient involvement.